Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a 5.5" (14 cm) appx 0.55 ml, smallbore trifuse ext set w/3 chemoclave®, spiros® w/red cap, 3 clamps where the customer reported leaking from trifuse during chemo infusion. There was patient involvement and no events of harm.

Manufacturer narrative:
The complaint of leaks on item ch3700 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.